Event description:
A power source alert was reported by the caller. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer resolved the issue by plugging the charging cable into a wall adapter, and the pump began charging, requiring no further assistance.